Event description:
It was reported that the ventilator failed the flow transducer test. There was no patient involvement. (B)(4).

Manufacturer narrative:
The issue could be duplicated when the ventilator was investigated on-site, the oxygen gas module and inspiratory hose was replaced. Despite several reminders no goods or log files has been received for further investigation. As no goods or log files were returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer's ref (B)(4).